Event description:
It was reported that the biceps button was not fully intact on the metal inserter. When passing the sutures through the button, the button fell off and it was discovered that it was not originally threaded on the metal inserter. The rep confirmed the device did not break in the patient. A new kit was opened and used in the procedure. See attached image.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Visual evaluation identified that the button had broken off of the device. However, without the return of the device, further investigation cannot be performed. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.